Event description:
The user stated they performed an ethanol for one pt sample from the last measurement from the reagent cassette and a value of 0.9 was obtained. The doctor didn't believed the result and asked for a retest. The user loaded a new reagent cassette and performed calibration. The repeat result for the pt was then 57. No units of measure were provided. No info was provided to determined if the pt was adversely affected. If add'l info is received, appropriate notification will be provided.